Event description:
Customer reported experiencing multiple alarms, specifically alarm 2 and alarm 26, along with recurring occlusion events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, the customer resolved each occlusion event by clearing the alarm and administering insulin in 0.5 increments. Additional assistance was requested for the frequent occlusion issues.